Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot cracked. One piece of the jaw boot fell into the pt's leg but was retrieved through the original incision. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. It is unk if the product is returning. The tm mentioned that the pa may have inserted/taken out the hemopro with the jaws opened and he also didn't put the scope in first before the hemopro.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).